Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 19406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, vaginal discharge, vaginal odor, cervical dysplasia, visual impairment, abnormal uterine bleeding, uterine leiomyoma and uterine fibroid. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), labetalol, lisinopril, nifedipine and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), nausea ("nausea"), dysmenorrhoea ("cramping"), dyspareunia ("painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvis pain") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pain in extremity ("leg pain"), arthralgia ("hip pain"), genital haemorrhage ("irregular bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, pain in extremity, arthralgia, pelvic pain, urinary tract disorder, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, patient race, medical history, product lot number, expiration date, concomitant medications, product removal details added. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'). In an adult female patient who had essure (batch no. 19406-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding, vaginal discharge, vaginal odor, cervical dysplasia, visual impairment, abnormal uterine bleeding, uterine leiomyoma and uterine fibroid. Concomitant products included: hydrocodone bitartrate; paracetamol (hydrocodone bitartrate and acetaminophen), labetalol, lisinopril, nifedipine and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), nausea ("nausea"), dysmenorrhoea ("cramping"), dyspareunia ("painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvis pain") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pain in extremity ("leg pain"), arthralgia ("hip pain"), genital haemorrhage ("irregular bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, pain in extremity, arthralgia, pelvic pain, urinary tract disorder, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, total bilateral occlusion. Lot number#: (19406) is invalid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.